Event description:
The customer's mother called to report that her daughter experienced continuously high bgs (343-467 mg/dl) with moderate ketones over a 14 hour period despite having administered multiple correction boluses. No alarm or product issue was reported; no additional information was provided about the event. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.